Event description:
It was reported that the therapy function disabled when the device is powered on. There was no patient involvement. The manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time.